Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Device available for evaluation, returned to manufacturer on: 12/16/2019. Device evaluation: the lens was observed under microscope and optic was observed cut in two pieces. This condition is typical of a removed lens. One of the haptic was observed detached and missing. Due the sample condition a complaint against the lens quality could not be verified. A product quality deficiency was not identified. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured according to specifications. The search revealed that no similar complaint for this production order number has been received. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Date of event, exact date unknown/not provided. Best estimate date is between b)(6) 2019. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) was explanted from the patient's operative eye due to a refractive surprise. The patient's vision is blurry and noticed double vision since the surgery. There were no complications and no interventions required. A new lens was implanted (same model higher diopter). No additional information was provided to johnson & johnson surgical vision.